Event description:
Swallowing problem for 9 months in 1990. Spit something up after 4 months. Biopsy at that time was "unidentifiable material". Biopsy earlier this year of same material revealed it to be silica, silicone from solid silicone chin implant put in in 1987. (*)